Manufacturer narrative:
No device eval was performed since the device was not returned to the MFR and the product was not provided in the report. A device history record review could not be performed since the product lot number was not provided in the report. No conclusion can be drawn. A f/u report will be submitted upon receipt of any add'l info on the event.

Event description:
Received maude event report ((B)(4)).